Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
A reported was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no pt or clinician injury reported.